Manufacturer narrative:
H6 - primary finding of device analysis revealed no anomaly, receiver was functionally ok. Testing of the extension revealed no significant anomalies, but the insulation was cut/melted, most likely due to damage at explant.

Event description:
In fall of 1997, pt experienced a severe fall after which the pt's device no longer functioned. The pt was scheduled for a lead revision, as the original lead showed a fracture. One week after surgery when the stim sys was turned on, the pt complained of shocking at the pocket implant site. Despite numerous attempts to reprogram stimulation, the shocking continued to be a problem. Due to other underlying med complications, the pt could not be re-implanted with a new device until april 1998. No further reports of pt complications following replacement of the pt's stimulation receiver.